Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure a biopsy was taken from the stomach with no issues. They were able to remove the biopsy specimen from the biopsy forceps and at that time it was noted that one of the pullwires was broken. No part of the device fell inside the patient. Additionally it was reported that the device was inspected and tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)